Manufacturer narrative:
The issue is under investigation. No conclusions can be drawn at this time.

Event description:
A customer in the (B)(6) reported that they received an erroneous result on one patient sample with the cobas ampliprep / cobas taqman hiv-1 test us-ivd (m/n 03542998190 batch n02337). The customer stated that the sample produced an initial result of greater than 10 million copies/ml. When they diluted the sample 1:100, they received a result of less than 48 copies/ml both were run on the same specimen collection. The result was not reported.

Manufacturer narrative:
Follow up report 1. Device evaluated by manufacturer. Performance tests performed. Optical problem. Failure could not be reproduced during in house investigation. Conclusion: device evaluated and alleged failure could not be duplicated - cause of event unknown. The investigation of the issue has shown that cobas taqman 48 analyzer photometer intensity increases can occur, in rare instances, affecting the dark and bright signals of the photometer. This can possibly lead to the generation of over-quantitated or invalid results. The issue is rare, occurs sporadically, and is not reproducible. The root cause of the intensity increase has not been determined. (B)(4). All potentially affected assays have been assessed and it has been determined that the issue is not likely to cause any adverse health consequences.